Event description:
It was reported that a premature battery depletion was suspected. The device remains implanted.

Event description:
New information notes that the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on device settings, a longevity calculation was performed and found to be below the expected limit. Analysis found an anomalous component within the device circuitry as the cause of the high current consumption.